Event description:
The friend of a (B)(6) female pt contacted zoll customer support to report that the pt's belt had gelled, and the belt pins were bent. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt gelled, connector pins bent) has been confirmed. Upon eval, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern and all gel had been deployed from one rear therapy electrode. The gelled belt was caused by the bent connector pins. The cause for the bent connector pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.